Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during a shift check, the autopulse platform displayed a "system error, out of service, revert to manual CPR" message, upon power up. There was no report of any patient involvement. No further information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection of the returned platform was performed, which found that the top cover was cracked and battery lock was bent. From the condition of the platform, the damages appear to have been caused by normal wear and tear. Functional testing was performed and during testing, the reported complaint was confirmed. The platform displayed a "system error" 132 (internal watchdog timeout) message. Further inspection identified the cause to be that the system processor board was defective. Following replacement of the system processor board, the device passed all functional testing and performed as intended. A review of the archive was performed and no user advisories or warnings were observed on the reported event date of (B)(6) 2015, however the reported "system error"132 was seen on (B)(6) 2015. Based on the investigation, the parts identified for replacement were the top cover, battery lock and system processor board. In summary, the reported complaint was confirmed during functional testing and archive review and is attributed to the system processor board being defective. Following service, including replacement of this board, the device passed all testing criteria.